Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code of 2907 captures the reportable event of carrier detachment. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Section e initial reporter's complete address updated.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a sacrospinous ligament fixation procedure performed on unknown date. According to the complainant, during the procedure, the capio carier broke inside the patient during deployment. Reportedly, the detached piece was removed from the patient. It is unknown how the detached carrier piece was removed from the patient. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a sacrospinous ligament fixation procedure performed on unknown date. According to the complainant, during the procedure, the capio carier broke inside the patient during deployment. Reportedly, the detached piece was removed from the patient. It is unknown how the detached carrier piece was removed from the patient. Should additional relevant details become available; a supplemental report will be submitted.